Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient previously presented in clinic. It was discovered that the patient¿s right ventricular lead exhibited high capture threshold leading to intermittent loss of capture and high impedance. The patient presented on (B)(6) 2017 for lead revision. The lead was capped on (B)(6) 2017 and replaced. The patient was stable throughout the procedure.